Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer corrected the pump time and resumed insulin therapy. There was no reported impact to the customer's blood glucose level.